Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high pacing impedances on the left ventricular (lv) lead, measuring 2400 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. At implant the lv lead impedance measured 1600 ohms and now a day later the measurement is 2400 ohms. This impedance is not considered out of range as this leads specification is 3000 ohms. Technical services recommended to continue to monitor or bring the patient in for a follow-up and to turn off the alerts for this lead. This crt-p and lv lead remains in service. No adverse patient effects were reported.